Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) events which appeared to be true pmt, sixteen beats of maximum tracking rate which repeated as right ventricle automatic capture. In addition, atrial undersensing was also noted with sensing at fixed 0.15 milli volts. As of this time, this pacemaker remains in service. No adverse patient effects were reported.